Manufacturer narrative:
(B)(4).

Event description:
The clinic informed cochlear on (B)(6) 2019 that an revision surgery planned on (B)(6) 2019. Implant detail and recipient information have not been provided to cochlear as of the date of this report, august 08, 2019.